Event description:
It was reported that the atrial lead exhibited undersensing. P wave amplitude had dropped to 0.6 mv since implant. Atrial sensitivity was reprogrammed from 0.4 mv to 0.2 mv.

Manufacturer narrative:
Na